Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer declined to provide the blood glucose reading at the time of the event.